Event description:
Routine complaint invesigation when a consumer reported receiving pmprcise sequential reading over a 10 minute time frame on their reli on blood glucose monitor. The values, when plotted on aparkes eror grid fall in the "d" zone showing the diff in values ot be clinically signicant. There was no report of death, serious injury or mistreatment associated with this event.